Event description:
It was reported that on (B)(4) 2023, an 18mm amplatzer amulet left atrial appendage (laa) occluder was chosen for implant using a 12f amplatzer amulet delivery sheath. The sizing of the device was determined using transesophageal echocardiography (tee). The ostium of the laa was measured as 13-15mm, and the landing zone of the laa was measured as 14-16mm. During procedure, the transseptal puncture was not optimal (rather superior than inferior). The physician could not achieve a lower puncture because of a "slippery" septum. The device was ultimatly deployed in the laa. After the tug test and release of the device, the amulet occluder migrated 90 degrees from its original position. The device did not appear to be anchored anymore, and the device was stuck inside the laa, with the disc in the superior part and the lobe in the inferior part. The cause of the migration was believed to be due to the tension on the system as well as under sizing of the device. The device was not removed as the patient was stable and the device was not moving from the laa. The decision was made against snaring the device as cardiac surgery was not available on site. The decision was instead made to monitor the patient closely. No intervention was planned to be performed unless the device moves out of the laa. The patient was in sinus rhythm during the procedure. The patient did not have any clinical signs or symptoms during or after this event. The patient had a prolonged hospitalization due to this event. The patient status was reported to be stable.

Manufacturer narrative:
An event of device migrated and stuck inside the patient's laa was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. Information from field indicated that the cause of the migration was believed to be due to the tension on the system as well as under sizing of the device. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note that per the instructions for use, "warning: do not implant the device if the measurements of the left atrial appendage do not fall within the sizing chart in table t2."

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, an 18mm amplatzer amulet left atrial appendage (laa) occluder was chosen for implant using a 12f amplatzer amulet delivery sheath. The sizing of the device was determined using transesophageal echocardiography (tee). The ostium of the laa was measured as 13-15mm, and the landing zone of the laa was measured as 14-16mm. During procedure, the device was deployed in the laa. After the tug test and release of the device, the amulet occluder migrated 90 degrees from its original position. The device did not appear to be anchored anymore, and the device was stuck inside the laa, with the disc in the superior part and the lobe in the inferior part. The cause of the migration was believed to be due to the tension on the system as well as under sizing of the device. The device was not removed as the patient was stable and the device was not moving from the laa. The decision was made against snaring the device as cardiac surgery was not available on site. The decision was instead made to monitor the patient closely. No intervention was planned to be performed unless the device moves out of the laa. The patient did not have any clinical signs or symptoms during or after this event. The patient had a prolonged hospitalization due to this event. The patient status was reported to be stable.